Event description:
While resident was suspended, the right sling strap clip released resulting in the resident falling out of the sling onto her right side. Resident sustained fractures to the humerus, clavicle, ribs #6, #7, and #8, with a scalp hematoma.